Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of an incisional hernia and a composix e/x was implanted into patient's body to repair the hernia defect. On (B)(6) 2018 the patient underwent an "explantation of the composix e/x, extensive lysis of adhesions, and a repair of a recurrent incisional hernia." The patient has suffered and will continue to suffer physical pain, as well as mental anguish and emotional distress. The patient has been permanently injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment due to the defective composix e/x.